Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: I wanted to reach out regarding a leak that occurred today with bd alaris pump infusion set (ref: 2420-0007). Luckily, the nurse was only running normal saline, but the leak was pretty extensive. It occurred right below the section of tubing that goes into the alaris pump at the connection pointed out below. I do have the sample to send back as well if you are able to send me a return kit. Did the issue happen during patient use? If yes, was there any injury? Yes, this occurred during hydration with normal saline. There was no patient injury, a large amount of normal saline was noted on the floor after the infusion had started.

Manufacturer narrative:
Device evaluation: one set model 2420-0007 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and pressure tested. No leak was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.